Event description:
Boston scientific crm received information that this pacemaker and right ventricular (rv) lead exhibited as many as three consecutive dropped beats. Technical services discussed troubleshooting that included pocket manipulation, sensitivity settings, and lead-to-device connections. In a revision procedure, the device was explanted and the rv lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. Continued testing confirmed an appropriate lead-to-device fit and normal setscrew function. Microscopic visual inspection noted no anomalies with the seal plugs or medical adhesive. Analysis concluded the device performed normally, operating as designed.